Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -9.00/1.5/090 (sphere/cylinder/axis), implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2021 from patient's right eye (od) due to low vault. This resolved the problem. Cause of the event is reported as unknown.